Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left colic artery using ruby coil lps and a non-penumbra microcatheter. During the procedure, the pusher wire became kinked while advancing the ruby coil lp into the microcatheter. Therefore, the ruby coil lp was removed. The procedure was completed using another ruby coil lp. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up # 1 MFR report: section b. Box 5. Describe event or problem; section d. Box 1. Brand name.

Event description:
The patient was undergoing a coil embolization procedure in the left colic artery using packing coil lps and a non-penumbra microcatheter. During the procedure, the pusher wire became kinked while advancing the packing coil lp into the microcatheter. Therefore, the packing coil lp was removed. The procedure was completed using another packing coil lp. There was no report of an adverse effect to the patient.